Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-2 from pocket a1 to e4 duplicated. A technical support specialist mentioned that all pockets had been deleted from the drawer using the unload script from the server and fully synchronized the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 3-2 from pockets a1 to e4 was duplicated. The customer stated that due to this malfunction patients are experiencing delays in receiving medications since the medications stored in the affected drawer are currently inaccessible for patient care. However, there were no adverse events or injuries reported based on this event.